Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited impedance greater than 4000 ohms and a sensing anomaly. The lead was explanted and replaced.